Event description:
It was reported that there was a patient alert. It was also reported that the right ventricular (rv) lead had a possible fracture, oversensing, high impedance and noise. It was also reported by the patient representative that the patient's rv lead was "faulty." The rv lead was capped and replaced.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2007 the initial reported event of possible fracture, oversensing, high impedance and noise and the rv lead was capped and replaced, was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.